Event description:
A biomedical technician reported an infusion pump that underdelivered during biomed testing. Per the biomedical technician, no injury or medical intervention was involved on this pump or during this reported condition.